Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2014-15293. The patient reported experiencing ineffective stimulation. The patient indicated she has had her ipg turned off for over 3 months and did not remember the last time the ipg was charged. The ipg was unable to communicate with the charger. X-rays indicated the lead has shifted. Surgical intervention may take place at a later date.